Event description:
Anastomotic disruption: it was reported that a surgeon implanted a thin-wall externally supported eptfe graft for the first time in the axillofemeral position on 11/2001. In 2001, the pt had an abrupt "coughing episode" (current smoker). The pt returned to the hosp, and a hematoma was found near the axillary anastomosis. Reintervention revealed an anastomotic disruption. A regular wall eptfe graft was used to replace a segment of the thin wall graft. The revision was successful and the pt is reported to be fine. It should be noted that the surgeon did not consider this to be a complaint, nor did he wish this event to be "reported". As a result, there was a delay in reporting the identifying product info.